Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Information was subsequently received that the rv lead was explanted and replaced. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited episodes of noise stored to the device as ventricular tachycardia (vt) in addition to several high out-of-range pace impedance measurements greater than 2,000 ohms due to a suspected lead fracture. The oversensed episodes stored to the device were noted to be of very short duration (approximately 2 seconds) and did not result in any inappropriate therapy or asystole as the patient is not pacemaker dependent. Provocative testing was performed in clinic and the noise could not be reproduced. Boston scientific technical services (ts) suggested performing additional tests to verify the suspected lead fracture. The patient was referred to another physician for further review and their device reprogrammed to lengthen the ventricular fibrillation (vf) zone duration. Upon later follow-up, the noise could not be reproduced and the rv lead impedances were stable throughout. Additional episodes of noise marked as non-sustained vt were also observed. The patient presented to the hospital again several days later as they were not feeling well and exhibited hypotension. Additional inappropriate nsvt episodes were noted in addition to an increase in frequency of the high out-of-range pace impedance measurements. Ts suggested further review of the crt-d system as the patient was 100% paced at that time. Ts also noted episodes of pacemaker mediated tachycardia (pmt) in the preceding months when reviewing the submitted device data. No adverse patient effects were reported. This system remains in service.